Event description:
Caller states the patient tested 6.0 inr, 1.4 inr, and 4.0 on the coaguchek xs system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.